Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Lot analysis. Device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 7157650 ¿ the lot number was built on afa line 9, from (B)(6) 2017 thru (B)(6) 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications s-au33, s-au34, s-au35 and s-au36, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: yes. Reason: a review of the qn/sap database is not required for a s2-o1 level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: although observations and testing could not be performed because a sample was not received for investigation, there were three photos submitted for review. Photo 1 displayed a needle/hub and safety barrel assembly with bodily fluids/med in the flashback chamber. The white button was depressed but the needle was not retracted into the safety barrel. Photos 2 and 3 displayed the ref number, lot number, expiration date and the description of the product. Investigation samples(s) meet manufacturing specifications: no, the photos submitted for evaluation displayed the white button depressed and the needle was not retracted into the safety barrel. Investigation conclusion: conclusions: the defect of needle retraction failure, as stated in the subject of the pir was confirmed based the photo submitted for review. When the white button is depressed the needle was supposed to retract into the safety barrel. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation of the provided photo. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed with the provided photo. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause. Relationship of device to the reported incident: indeterminate. Comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: corrections and CAPA. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the 20 g x 1.16" bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract after use. No serious injury or medical intervention noted.